Event description:
A caller reported that there was an issue with incorrect time settings on their pump. Impact on the customer's blood glucose level was unknown, but the caller was advised to monitor and follow up if the discrepancy in time occurred again. Technical support assisted the caller with updating the pump time, and the caller understood the guidance provided.